Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the device has not been removed. At this time no allergy tests have been performed on the patient. Conclusion: it is the first time that an anaphylactic shock is reported with the use of a psu celsite access port. The risk of allergy to one of the device materials is a known risk of access port implantation. However in this case, the anaphylactic shock seems not to be related to the device because: it appeared 3 years after the access port implantation and the doctor has not deemed it necessary to remove the port at this time. The manufacturer has none of the elements to confirm that the anaphylactic shock is related to the port. No conclusion can be drawn.

Event description:
"Total anaphylaxis, not drug related. Access port implanted on (B)(6) 2011. No problems since 2011 until 2 weeks ago. No decision has been made regarding the explanation of the port."